Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 the following findings: during investigation, the original complaint could not be reproduced after checking alarm history code 088-85b3 observed. There was evidence of moisture corrosion on watchdog chip u38, that related to code 088, vibration, also moisture corrosion on all display and transceiver boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.